Manufacturer narrative:
Concomitant medical devices: ddmb1d1 ICD implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise in the form of many short v-v's and false detection of non-sustained ventricular tachycardia episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.